Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/jan/2019 and on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported suspicion of rupture on the left side which was diagnosed via MRI. It was reported that the inner silicone gel touched the patient. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported suspicion of rupture on the left side which was diagnosed via MRI. It was reported that the inner silicone gel touched the patient. The device has been explanted.